Manufacturer narrative:
The biomedical engineer reported that v.tachy did not alarm on the central nurse's station (cns). The customer sent nihon kohden the event log data and they are currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that v.tachy did not alarm on the central nurse's station (cns).

Manufacturer narrative:
H10: additional narrative: customer reported that v. Tachy did not alarm and that they had checked the settings under arrhytmia alarm settings and verified they were correct. A couplet had been recorded and the hospital viewed it as vtach. The customer requested explanation as to why a couplet was recorded instead of vtach. Service requested: troubleshooting service performed: troubleshooting event was investigated by nkc investigation results: per irc-nka300125263: the monitor recognized 3 consecutive vpc's, but the condition of vpc run, was set to 4 beats. This resulted in the event being classified as a couplet. Although the event may be v. Tachy, voltages of the patient's beats after the 3rd vpc are so low that some of them could not be recognized as qrs. The rest of them were detected as qrs, but they could not be classified as vpcs due their qrs width being narrower than the normal beats. If the event had continued for more than 1 or 2 seconds, the monitor would have been able to detect the vf alarm. Nkc advised that the customer change the ECG lead so that larger qrs complexes in v. Tachy could be observed (ECG waveforms other than the current trace 1 lead had qrs complexes suitable for arrhythmia analysis). Combination of nkc investigation and ECG log data indicates that this was not an nk device/software malfunction. The device was operating as intended, however patient factors and the settings chosen by customer resulted in v.tach not appearing normal or being correctly captured. The device service record shows that there have been no further reported issues with this device since the initial complaint and investigation. Customer has been informed to change their ECG lead to one that is more appropriate for seeing larger qrs complexes, so as to prevent recurrences of the issue and properly capture potential events. This complaint record can be qa closed. Corrected information: g4. Date received by manufacturer: should be 05/15/2018 not 06/14/2018 as listed on MDR initial report. Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? Additional information, corrected information, h6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that v.tachy did not alarm on the central nurse's station (cns).